Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had received diminished battery life 1 day to 1 week. The customer blood glucose level was unknown. The customer reported that the insulin pump has rejected new batteries twice since pump replacement. The device will not be return for analysis.